Manufacturer narrative:
The subject devices have not been returned to omsc for evaluation. There was no malfunction report of the subject device associated to the reported patient outcomes. Since the serial numbers of these devices were not informed, omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On november 29, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿a study of procedure related endoscopic retrograde cholangiopancreatography (ercp) for postgastrectomy cases (roux-en-y reconstruction, billroth ii)¿. The literature reported the study result on 90 cases of ercp procedures between november 2011 and july 2018 at the user facility for postgastrectomy cases having duodenal papilla. The literature reported that olympus endoscopes (pcf-q260ai, gif-q260, sif-h290s, pcf-pq260l, gif-q260j, pcf-q260azi, sif-q260, gif-2tq260m or jf-260v) or non-olympus endoscopes (en-450bi5, ei-580bt or en-450p) were used in the procedures. In the procedures, a transparent hood was attached to the distal end of the endoscopes other than using jf-260v. In the subject procedures, pancreatitis in 9 patients, cholangitis in 1 patient and perforation in 1 patient occurred. All cases of pancreatitis were mild and the symptoms were improved promptly with conservative medical treatment. The perforation was fixed by an emergency surgery. There was no information on which model of the endoscope was used in each procedure. Therefore, olympus is submitting MDR according to the number of the type of accidental symptom (pancreatitis, cholangitis and perforation). This is 1st of 3 reports.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".